Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy procedure the sureform 60 stapler instrument fired a white sureform 60 stapler reload and the staples were applied incorrectly. It was reported that the tissue bled due to this event. The patient was reported to be in stable condition. Intuitive surgical, inc. (Isi) performed multiple follow-up attempts to obtain additional information. However, as of the date of this report, no further details have been received.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication has been deemed product related. Isi received the white sureform 60 reload involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported event with this reload. Upon visual inspection, the returned reload appeared used and fully fired. The reload was found to have lodged malformed staples stuck in the knife track at the distal tip of the reload. The staples were removed successfully in-house. A review of logs showed no firing failures and the knife was not exposed. The root cause of lodged malformed staples is not established. The stapler reload was disassembled in-house for inspection and the reload exhibited blade damage and cartridge damage. The cartridge damage was observed on the top of the reload, on the sides of the proximal end, and along the knife track at the distal end, which was likely caused by the lodged malformed staples. The root cause of blade damage and cartridge damage is typically attributed to the user. A follow-up MDR will be submitted if additional information is obtained. Isi received the sureform 60 stapler instrument involved with this complaint and completed the device evaluation. Failure analysis did not replicate nor confirm the reported complaint with this instrument. The stapler instrument was tested in-house and the instrument initialized, clamped, fired, and unclamped without any issues. The instrument moved intuitively with a full range of motion in all directions. The grips opened and closed properly. The instrument was retested and passed on both attempts and no errors appeared during testing. The stapler instrument logs for this event were reviewed by an isi failure analysis engineer and the following information was provided: the logs show that sureform 60 stapler instrument (part #480460-09, lot #l92211207-0130) was installed 4 times and fired 4 stapler reloads (2 blue followed by 2 white). All firings were completed per the logs. Firings #1, #3, and #4 had one pause for compression, and firing #2 had no pauses. There were no incomplete clamps by this instrument. This complaint is being reported due to the following conclusion: during a da vinci sleeve gastrectomy procedure, a sureform 60 stapler instrument was fired with a white sureform 60 stapler reload installed and an incomplete staple line was formed. The patient reportedly bled due to this event. It is currently unknown what intervention, if any, was administered due to this event.

Manufacturer narrative:
Additional information can be found in sections: g3, g6, h2, and h10. Device evaluation information can be found in sections: h10. Advanced failure analysis was completed on the white sureform 60 reload returned by the customer. Failure analysis confirmed the initial findings. There is no malfunction related to reload. According to the logs, there were 4 complete firings in this procedure. Upon visual inspection, noticed 4 different sites of damages on the cartridge. From the damage it seems that the cartridge had a foreign object obstruction during the firing, which created multiple damages on the upper surface of cartridge. Minor pusher deformation on the staple pockets was also observed on a few pushers, this is likely a result of high firing force.

Event description:
Refer to h10/h11 for follow-up information.